Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump is chipping off at the reservoir compartment and has a missing piece. The customer stated she noticed the damage the night before. Customer stated her blood glucose was high over 400 mg/dl because she is sick. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.